Event description:
Customer stated one of their tooth broke due to byte aligners. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.